Event description:
Approximately eight months after implant this patient was admitted to hospital with acute on chronic heart failure, high watts and evidence of hemolysis. Treatment included heparin, integrilin and inotropes and the patient's transplant status was increased to 1a. Despite this medical management hemolysis worsened and so a pump exchange was performed. Post-operatively, the patient was stable in the intensive care unit.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient went to site and complained of worsening dyspnea, abdominal fullness and hematuria. The patient was started on a heparin and an integrillin infusion for elevated levels of ldh and was also given a milrinone infusion for decompensating heart failure. A pump exchange was performed. The patient was last reported to be in stable condition in the intensive care unit. The pump ((B)(4)) was returned for evaluation. Pump passed all functional testing and pathology revealed that the specimens taken from the lower housing ceramic surface are grossly and histologically consistent with thrombi. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The root cause of the reported high power event may be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines of inr. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.